Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 375 mg/dl at the time of incident. Customers current blood glucose value was 340 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump was on auto mode during the time incident. The customer treated high blood glucose value with insulin pump. Customer alleging possible insulin pump was under delivering because customer getting bolus but the blood glucose was not lowering. No harm requiring medical intervention was recorded. The device will not be returned for analysis.